Event description:
Additional information received on (B)(6) 2012 reported that on the date of the event, there was no representative available to assist the health care professionals. Eventually they had to revise the catheter on another day. It was noted that there was no device issue and the device was "fine."

Event description:
The catheter was cut in the mid portion of the catheter during a spinal fusion case. A straight connector was used to reconnect the tubing. There was no device failure; the device was fine. Hcp assumed patient was fine as they had not come back to surgery; have not seen the patient. The pump was delivering baclofen.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk.

Event description:
It was reported there was a confirmed catheter fracture. The patient was having surgery and the intrathecal catheter was accidently cut. Additional information has been requested but was not available at the time of this report.